Manufacturer narrative:
Unit received with operating currents within specification. Unit passed self-test, unexpected restart error test, rewind, basic occlusion test, prime/delivery test and displacement test. However, unit received stuck in the motor error loop during bolus/basal delivery. Motor position encoder error alarm confirmed in the history file. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform unexpected restart error test due to motor error loop. Unit received with cracked case at display window corners. Unit received with corroded battery tube. Unit received with minor scratches on lcd window.

Event description:
Customer reported via phone call to have received a motor position encoder error alarm after attempting to deliver a bolus. Customer's blood glucose was 136 mg/dl. Customer reported that drive support cap appeared normal and insulin pump was not exposed to magnetic field.